Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient underwent a surgery in which vascu-guard patch was used. It was reported the surgery was performed to attach severed iliac arteries. The patient experienced severe pain and swelling, limiting the patient¿s mobility and causing varicose and ruptured veins. The patient reported the events were due to a small restriction of blood flow caused by the vascu-guard patch (placed ten years ago). The patient reported they were advised to do hydrotherapy for pain management (not doing this treatment at this time), and instructions to wear an embolism sock on the entire leg. Per the patient, no additional surgery can be done. At the time of this report, the patient reported ¿they were fine now¿. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.